Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported that the patient injected too much insulin based on the blood glucose monitor reading which resulted in her passing out. The patient experienced symptoms of excessive sweating, sleepiness, paleness, and weakness. The symptoms began around 11:45 p.m. Prior to the event. The patient received a result in the "300's mg/dl range" and injected too much insulin to bring her blood glucose level down. As a result, she started having symptoms of hypoglycemia and the patient passed out. The paramedics were contacted by her partner. The paramedics arrived at 12:00 a.m. On (B)(6) 2020. The patient was treated with soda by her partner and the paramedics treated her with 15 grams of glucose gel. The blood glucose result was 70 mg/dl on the paramedic's meter at 12:05 a.m. She was transported to the hospital by ambulance. The blood glucose results at the hospital were not provided. The patient was discharged from the hospital at 4:00 a.m. On (B)(6) 2020.